Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). The failure is not related to a design issue.

Event description:
Upon inspection, manufacturer's investigation unit reported lines on the device display. No adverse event reported. The device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.